Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited noise, oversensing, and pacing inhibition on the right atrial (ra) lead. The patient didn't experience asystole. The noise was reproduced with isometrics. This ra was surgically abandoned and replaced, and the ICD was explanted and replaced. No additional adverse patient effects were reported.